Event description:
It was reported that the device was leaking and saturated the blanket and patient (liquid leaks onto patient support surface area). There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was changed from the altrix to the blanket. Images were provided, and it was determined that the cause for the liquid leaking onto the surface was a worn water pad/blanket assembly.

Event description:
It was reported that the device was leaking and saturated the blanket and patient (liquid leaks onto patient support surface area). There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported.